Manufacturer narrative:
Product ID 3708160, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 3777-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3708160, serial# (B)(4), implanted: 2008 (B)(6); product type extension. (B)(4).

Event description:
It was reported, the patient had battery depletion. The event was ongoing and no action had been taken. It was noted, the event was related to the device or therapy and not related to the implant procedure. There were no signs or symptoms related to the event. Additional information reported the subject was not compliant with their recharging schedule. It was noted they chose not to charge their device. The patient had upper and lower extremity pain. It was also noted, the stimulator replacement had not been scheduled at the time of report due to insurance issues. Additional information reported the patient had been having difficulty with both recharging processes as the batteries are not recharging properly.